Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification during incoming inspection as the stylus would not work correctly and had a cut in the cable with shielding visible. It was also noted that the lower bullets were broken. The company logo button was missing and the paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.